Event description:
It was reported that the patient experienced elevated blood glucose throughout the day while using the ilet system, did not observe issues with infusion supplies, and did not contact support during the event; the device problem and component involvement remained unclear due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.